Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of the customer's report was no determined.

Event description:
The customer initially requested troubleshooting assistance for a tpa infusion. An infusion of tpa (alteplase) was being given " via catheter directed thrombolysis, so it was placed in the peripheral artery for infusion around a clot." Initially the customer thought there was a pump problem because when they changed from guardrails to basic infusion they were able to administer the infusion. Further details provided but the customer found issues with pump programming (the user programmed 1 ml/hr instead of 1 mg/hr which lead to a significant under dose). There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.